Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity, prior to a planned procedure. Technical services (ts) reviewed the available data and requested further data submission for analysis. Subsequent evaluation confirmed the device had triggered a remote monitoring disablement due to low battery measurement. The device was updated with the latest software; however, given the battery status and advisory conditions, replacement was recommended. No adverse patient effect were reported. This crt-p remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity, prior to a planned procedure. Technical services (ts) reviewed the available data and requested further data submission for analysis. Subsequent evaluation confirmed the device had triggered a remote monitoring disablement due to low battery measurement. The device was updated with the latest software; however, given the battery status and advisory conditions, replacement was recommended. No adverse patient effect were reported. This crt-p remains in service. Additional information was received that this crt-p was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.